Manufacturer narrative:
Reference record (B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Bezoar, ulcer and gastrointestinal "hemorrhagre" are known complications of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, the patient developed bezoar. On (B)(6) 2018, an ulcer caused by bezoar was detected and the following monday, the patient experienced hemorrhage.